Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the touch screen update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer failed the touch screen update. An electromagnetic interference (emi) repair was performed as a preventive measure. It was noted that the programmer failed the common mode/wrist electrode test. The link electronic module (lem) printed circuit board (pcb) was replaced. Additionally, it was noted that multiple hinge plate screws were missing. The screws were installed and secured. The left and right keyboard rail was broken. Both keyboard rails were replaced. The keyboard was broken. The keyboard was replaced. The overlay/bezel assembly was broken. The overlay/bezel assembly was replaced. Further, it was noted that the upper display hinges were broken. The hinges were replaced. The power cord bay tabs were broken. The power cord bay tabs were replaced. The media bay door was broken. The media bay door was replaced. The hard drive was reconfigured, reloaded and the software was updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.